Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient presented with an acute myocardial infarction (ami). On (B)(6)-2014, the 2.5x12mm xience xpedition stent implant was successfully deployed to treat a moderately calcified lesion in the moderately tortuous mid circumflex (cx) artery. There were no reported devices or procedure issues noted, and the patient was placed on dual antiplatelet drug therapy (dapt). On (B)(6)-2014, the patient expired in the hospital. Reportedly, the patient did not experience any coronary symptoms before death. No autopsy was performed, and the cause of death is unknown. There was no additional information provided.